Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of lead b found it was cut into two segments as a result of the explant procedure. Analysis of the stimulation end segment found a kink on the outer tubing where all internal wires were broken. The cause of the fracture is unknown as there were no recent patient reports of any trauma, such as falls or an accident.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. It is unknown which lead attributed to this issue.